Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the catheter would not flush or pass the nitinol wire at the distal port. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the catheter would not flush or pass the nitinol wire at the distal port. No patient injury or consequence reported.